Event description:
A malfunction alarm was reported by the customer, specifically displaying malf 6. But no notable events occurred prior to the malfunction. Impact on the customer¿s blood glucose level was unknown, with no information suggesting an adverse change. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue persists.